Event description:
It was reported that a hardware removal was performed due to patient complaints of pain. The original implant was in (B)(6) 2013 due to a forearm fracture involving the radius and the ulna. The procedure was successfully completed with no time delays or patient harm. This report is for an unknown number of 2.7mm cortex screws. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
(B)(6). This report is for an unknown number of 2.7mm cortex screws. Part and lot numbers are unknown and the pieces will not be returned. The implant originally occurred on an unknown day in (B)(6) 2013. Exact date of explant is unknown. Per the facility, no parts will be returned to the manufacturer for review/investigation. No part number was provided for this complainant part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product not returned to manufacturer.